Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge, and was not removing air from the cartridge during the load sequence. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 109 mg/dl.